Event description:
The customer reported that on a pt the prisma machine was set at 50-ml/hour patient fluid removal rate but removed 181 ml in one hour. Then, the pt fluid removal rate was set to 0 ml/hour but within 1/2 hour another 115 ml were removed. It was performed continuous veno-venous hemodiafiltration (cvvhdf) treatment and prisma m60 set was used. According to the nurse, they returned the blood and gave fluids because of the drop in pressure. Further info revealed that the patient died.